Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance and noisy signals, possibly due to a lead damage as the helix turn mechanism spun freely. The lead was removed prior to pocket closure. Another lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance and noisy signals, possibly due to a lead damage as the helix turn mechanism spun freely. The lead was removed prior to pocket closure. Another lead was used to complete the procedure. No adverse patient effects were reported.